Event description:
Starclose device came out of the artery as the physician pulled back on the device to snug the "wings" up against the inner lining of the artery. Unable to determine if the physician pulled back too hard, but md stated verbally, in the dictation, and on the progress note that the starclose had failed. The "nitinol wings" were still deployed as the device came out of the patient's leg. The md then, pressed button 4 and delivered the clamp. It lodged onto the starclose device.====================== health professional's impression======================pulled out of the artery without warning.